Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, on (B)(6) 2011 patient received an uncemented hip prosthesis with a modular neck system from wright. On (B)(6) 2022 patient was walking to his car when he was suddenly unable to walk. In the hospital it turned out that the neck was broken. The orthopedist who removed this prosthesis attributes it to metal fatigue.

Event description:
Allegedly, on (B)(6) 2011 patient received an uncemented hip prosthesis with a modular neck system from wright. On (B)(6) 2022 patient was walking to his car when he was suddenly unable to walk. In the hospital it turned out that the neck was broken. The orthopedist who removed this prosthesis attributes it to metal fatigue. Additional information received from reporter on (B)(6) 2022 including photos related to the event and some files including new information such as implant/revision facility, surgeon name, explant date, associated devices, etc.... The stem, neck and head were revised. It has not been indicated if the cup pha062xx procotyl® l acetabular cup 58. Was revised or not. Additional information received on may 3, 2022: medical records stated that the patient received the uncemented hip prosthesis with a modular neck system on (B)(6) 2011 in his left hip. Medical records listed that patient received a ceramic head 36 medium, a stem size 5, a cup procotyl 58 liner f. And a neck long straight. Additional information received on 10/27/2022: three new legal files have been obtained: medical information from patient's attending physicians and a report/opinion of a doctor who examined the device and patient is obtained. It's been indicated on operation report that the cup was left in situ (not revised). Patient's weight and height was obtained. It's been also indicated in the files that patient had an event on the right knee but there is no deficiency against any microport orthopedics products regarding this event. There are some discrepancies in the report on the circumstances of the neck fracture. One account stated the patient was walking; another account stated that he was running to his car. A third version from received bravis hospital notes stated that the patient was "removing the plug from the car" when the fracture occurred. A fourth version recorded that on (B)(6) 2022 he "made a mistake during work, fell through my legs.". No lot numbers and no complete partid for the neck has been received.

Manufacturer narrative:
Update: due to the fact that new information was received, the following was added: new patient information such as weight, age, date of birth, gender, the description had to be updated, hospital information has been added and the contact's name, additionally the research codes two were eliminated (4110 and 3331).